Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during an attempt to change the insertion site. The blood glucose reading was 230 mg/dl. Upon troubleshooting, insulin did exit the tubing with a plunger push. During a manual prime, the insulin pump alarmed no delivery. The customer stated that in the past she had always been able to get past the no delivery alarm. Advised replacement of the insulin pump, but the customer declined its replacement. She stated that she would return the infusion set for analysis and advised that she would try with a new infusion set. Nothing further reported.